Event description:
It was reported that the implantable cardiac monitor exhibited under-sensing and noise. The device was explanted. The patient was stable.

Manufacturer narrative:
Field complaint not confirmed. The device was received from the field with battery voltage above elective replacement indicator(eri) level. Analysis of device image indicated no anomalies. Results electrical tests showed normal range of operations. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.